Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that two days post implant, the patient received an alert. Noise, loss of capture and sensing were noted. The physician determined the lead needed repositioning. After repositioning, when reconnected to the device, high impedance and no capture were observed. The physician changed the ICD, but had the same results. The lead was explanted and replaced. No further issues were seen after both ICD and lead were replaced. The patient was in stable condition after the event.